Event description:
Reporter called to report that the FDA has been lying about the adverse effects of breast implants and that she is very angry, depressed, has anxiety, body image issues due to cyst in breast area, autoimmune reactions, has extensive dermatologic issues and the implants have shifted. Reporter states the she had a prophylactic bilateral mastectomy twenty years ago due to a family history of lymphoma and she is enraged that the FDA is in the pockets of the pharmaceutical companies. ¿I want these implants removed and mentor needs to pay for it¿. Reporter states that the FDA knew there was a risk that breast implants could cause lymphoma and the one thing she was trying to avoid getting could potentially happen to her. Patient states that she began to experience dermatological problems (overnight growth on arms). Doctor diagnosed them as skin tags. She also began to experience scalp problems and autoimmune issues that were showing up on tests as speckled results for antibodies. The patient goes on to state that she has suffered from rage and anxiety issues. Intense rage. She also says that she has pain and discomfort in breast area and that the implants are misshapen and defective. The implants are also constricted. She also goes on to state that she ¿is angry with the FDA for protecting pharmaceutical companies at the expense of people like me¿. The patient ends with saying that she absolutely wants to be contacted in regards to her case by the FDA.